Manufacturer narrative:
(B)(4). Reporter's phone number was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device was damaged from autoclaving. It was further determined that the device failed pretest for general condition and lever, check motor shaft abrasion & free moving, information button & self-test ,charging and checking of power module in charger, function- test, saw- test and check indicator - liquid damage. It was reported in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.